Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment. Next report will provide results of this investigation.

Event description:
Reportedly, on 19-june-2025, when lighting the device, pit button stay red and the device is unusable.

Event description:
Reportedly, on (B)(6) 2025, when lighting the device, pit button stay red and the device is unusable.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. Review of the event log did not permit to find any anomalies. The most probable hypothesis is that a false contact on the usb port, or a mistake regarding the order of connection of the device caused the reported event. The main origin could not be established with certainty. This case is retained and utilized for trend purposes.